Event description:
Diamond flex angled triangular retractor, aka liver snake retractor, was placed inside patient during surgery and broke; surgeons felt they had retrieved all pieces and handed them to scrub tech, who then handed pieces to circulating nurse, who disposed of the pieces. A postop x-ray taken the next day revealed pieces of broken retractor still inside the patient. Patient notified and decision made to not return to surgery to remove so fragments are considered retained objects and remain inside patient.